Event description:
It was reported the endotracheal tube connector leaked during use. It appeared the leak originated from the area where the connector "joins to the circuit." No pt injuries were reported as a result of this event.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. There was no reports of the pt being harmed as a result of this malfunction. Should add'l info become available, a f/u report will be submitted.